Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following could not be completed with the limited information provided. Device code - ni, expiration date - ni, date implanted - ni, (B)(6), manufacture date ni.

Event description:
Information was received based on the journal article, " early dislocation after total hip arthroplasty (tha)". The focus of this study was to assess the dislocation rate after total hip arthroplasty using the posterolateral approach. It was reported that twenty-four patient experienced hips dislocations. The patient outcomes are unknown.